Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.4 , d.6b h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified lot number 2707743, catalog number tsx-340, fold creases, cloudy and brown particles material on the shell.

Event description:
Patient reported experiencing "inflammation" and concern with the product. Healthcare professional reported "pain and capsular contracture grade IV." Affected side is left. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.